Event description:
It was reported by customer that she experienced low blood glucose. The customer stated that she had taken too much insulin, she fell and cracked the insulin pump. Customer stated that an ambulance was called to the scene. Customer's current blood glucose reading is 182 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.